Event description:
The tbm (B)(6) states that the seat rail was bent out of box, (B)(6) states that the dealer states there is no damage to the box. I told (B)(6) the dealer may not receive credit because he received this 4 months ago.